Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported a repeated display of a kv on in error message. This message will result in a system shut down situation. There is no report of death or serious injury.